Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas with a dexcom g7 cgm treated for perceived hypoglycemia based on cgm readings near 40¿50 mg/dl and was subsequently admitted with diabetic ketoacidosis, where a blood glucose meter reading was 607 mg/dl; the hospital removed the ilet and advised against its use, and the caregiver reported recent cgm sensor issues and intends to seek an alternative cgm. Symptoms included vomiting and a reported hyperglycemic event with dka. Outcomes included emergency treatment with intravenous therapy and exogenous insulin and an inpatient hospitalization. Investigation included review of device use and education that the ilet modulates insulin delivery based on cgm input, along with reference to high and low glucose troubleshooting to verify ilet functionality. Investigation of this case revealed discordant cgm readings relative to blood glucose meter measurements leading to mistreatment of glucose status, with the ilet responding as designed to the cgm data provided. It was concluded, based on previously established findings for similar reports, that the cause was user management based on erroneous cgm values with no evidence of ilet malfunction.